Manufacturer narrative:
H.6. Investigation: the customer provided a photo with clear evidence of separation in the lowest smartsite connection of tubing. This verified the customer's complaint of separation. Without a physical sample being provided, the root cause remains unknown but possible issues are lack of solvent during assembly and shallow insertion of tubing at site of failure. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ IV tubing had a loose connection and "fell apart" during use. The following information was provided by the initial reporter: "the IV tubing fell apart."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ IV tubing had a loose connection and "fell apart" during use. The following information was provided by the initial reporter: "the IV tubing fell apart."